Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the trigger on the device was blocked, jammed and moving heavily was confirmed due to wear from normal use and servicing over time. It was further determined that the coupling tool side being out of specification was due to construction/design false and defective, which has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification. It was further determined that the trigger was hooked, blocked, jammed and was moving heavily. It was further determined that the device failed pretest for check oscillation frequency. Minimum 10800 - 14200 oscillation /min, check trigger and ecu (electric control unit) function, functional test, trigger test and check saw blade coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation of the device, it was determined that the pressure disk was shifted and the trigger was not running smoothly. The issue with the shifted pressure was also addressed in the CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.